Event description:
It was reported that the atrial lead exhibited multiple episodes of auto mode switch due to over sensing. The noise was recreated in clinic with isometrics. The device was reprogrammed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.